Manufacturer narrative:
Combination product: yes. Only the stent was returned and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was returned together, but not entangled with the guide wire used in the intervention. Only one guide wire was returned. The stent is severely deformed over its entire length. The delivery system was not returned. The returned guide wire shows a delamination of the distal polymer coating at the transition of the wire part to the distal coil section, at which the coating forms a fist-shaped knot. It is unclear, if the delamination was caused by the entanglement with the stent or if it was the root cause for the entanglement with the stent. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a lesion in the proximal riva. During the procedure two guide wires were used in the same vessel. The pilot 50 wire was withdrawn, but there was resistance. Ultimately, the stent, which was placed in the riva, returns on the sion blue wire because it got entangled with the pilot 50. In the follow-up image there is a dissection in the area of the middle riva, but no other complications are visible. The patient was treated successfully with another stent.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a lesion in the proximal riva. During the procedure two guide wires were used in the same vessel. The pilot 50 wire was withdrawn, but there was resistance. Ultimately, the stent, which was placed in the riva, returns on the sion blue wire because it got entangled with the pilot 50. In the follow-up image there is a dissection in the area of the middle riva, but no other complications are visible. The patient was treated successfully with another stent.